Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the device it was observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a tear located in the patch measuring 1.8 cm approximately. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture, generalized illness. Concomitant product: mentor memorygel breast implant, 225cc, cat/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( sx mpp gel 225cc, date of implant (B)(6) 2008) experienced rupture of the right breast implant which was complicated with breast pain. As a result, the patient had undergone bilateral breast implant removal on (B)(6) 2019. The patient also reported that she has been experiencing the following since her breast implant removal on (B)(6) 2019: unexplained systemic symptoms, which included but not limited to arthritis, brain fog, fungus infection left under breast, believes that she is experiencing breast implant illness, bilateral elbow tendinitis, right knee pain, shooting pain going down left foot. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.